Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis,and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device showed that stent struts are bent out of plane in the center of the stent. Microscopic analysis revealed stent imprints on the exposed balloon surface,indicating that the bent struts were initially crimped on the balloon. The stent is crimped at an appropriate position. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection, every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The reported difficulties inlesion crossing and stent deformation are most likely related to the severely calcified and tortuous anatomy.

Event description:
This was intended to treat a pre-dilated severely calcified lesion in a tortuous lad. Despite repeated attempts the device could not cross the lesion.